Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a navistar® thermocool® electrophysiology catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. At the end of the procedure, the physician noticed a pericardial effusion diagnosed by the use of intracardiac echocardiography (ice). A pericardiocentesis was performed and the patient was taken to a hospital room to recover. There is no further information about if any additional intervention was performed, although the patient is reported to have fully recovered and is doing fine. The physician's opinion regarding the event is that there is uncertainty that the bwi ablation catheter caused the event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per 21 cfr, part 803, this complaint is reportable. The bwi complaint product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Additionally, it is noted that two st. Jude devices were also being used during the complaint event: the inquiry catheter and a response quadrapolar catheter.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 (serial#(B)(4), model #m-4800-01); stockert (serial# (B)(4), model # m-5463-01); coolflow pump (serial# (B)(4), model# m-5491-02); acunav catheter(catalog and lot unknown). (B)(4).